Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 42-year-old caucasian female patient underwent primary breast augmentation with 275cc mentor smooth round moderate profile on both sides and experienced left side deflation postoperatively. The patient consulted with the physician. On july 31, 2024, mentor became aware that the date of surgery is (B)(6) 2024. On august 15, 2024, mentor became aware that the replacement devices used on (B)(6) 2024 were catalog number 3502325; serial number (B)(6) on the right side, and with catalog number 3502325; serial number (B)(6) on the left side. On (B)(6) 2024, mentor became aware that the patient experienced bilateral deflation and devices were mistakenly discarded by the surgical staff. This medwatch report is for the patient¿s right-sided device.